Manufacturer narrative:
(B)(4). Additional information: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos show a broken sleeve from the bottom side with body fluids. Based on the set of photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional complaint information was requested and the following was obtained: please confirm, did a piece or pieces fall into the patient? If yes, were they retrieved? -a piece fall into the patient and taken out of the body immediately. There was no patient consequences reported. A manufacturing record evaluation was performed for the finished device lot number 422a37/b12lt and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during the surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.